Event description:
It was reported that the field representative requested a review of device data to confirm the left ventricular automatic threshold (lvat) test accuracy. Boston scientific technical services (ts) observed three premature ventricular contractions (pvc) and as a result, the device properly inhibited pacing. Ts discussed that pvcs can make it more challenging for the device to discern capture versus non capture. Ts analyzed the evoke response channel and discussed that there is capture even though the device marked it as loss of capture (loc). It was recommended to continue to monitor and reprogramming options were recommended. No adverse patient effects were reported. At this time, this device system remains in service.